Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the aviva system 1. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 401 mg/dl, 158 mg/dl, 148 mg/dl (aviva system 1) and 152 mg/dl and 128 mg/dl (aviva system 2) the customer was using the same vial of strips on each meter. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.